Manufacturer narrative:
A device was shipped from the customer's site to the manufacturer for inspection and engineering team investigated the device and determined that the fluid ingress is the root cause of the medstation es fire thermal event. Conductive fluids were detected on the back of the system near the matrix drawer control board pcba. Further testing proved that fluid ingress is the most consistent way to produce an open flame. Inadequately sized components can also produce fire thermal events but with much less probability. Given the presence of fluid on the machine, this potential root cause can be ruled out as the cause of the customer's site total loss. Power mosfet reference designator q01 is undersized. Ptc fuse reference designator ptc1 is undersized. The double fault test of turning the mosfet on and continued current to flow across the ptc fuse caused a sustained fire in 2 of 6 tests. However, this results in a solenoid that measure 0.5 ohms or less. Given that the measured resistance of the medes solenoid is 2.5 ohm this is not the root cause of the fire thermal event. The black plastic part 355111-01 is the fuel source for the fire and thus a contributing factor of the thermal event. It is ul-94 hb flammability rated. The hb plastic caught fire in controlled experiments while the old noryl plastic part 128970-01, with a v-1 rating, did not. The manufacturer approved the service swap and the entire station was replaced.

Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis medstation es system caught fire and spewed black smoke. The customer added that the shift lead was first on the scene and initiated a code red stage 1 that quickly escalated to a stage 2. The fire department was reported as arriving quickly on site and ultimately resolved the situation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation pending, the device will be shipped from the customer's site to the manufacturer for inspection and determination of root cause. A supplemental report will be filed once the investigation process is complete.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, e3, g2 and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-nov-2021 to 26- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device caught fire and required a service swap. The device was shipped to the manufacturer for further investigation and determination of root cause. Root cause of fire is fluid ingress (evidence of high salinity fluid verified to be electrically conductive). Failure investigation report (B)(4) brantford thermal event failure investigation report) is to the case. The unit was swapped in a service swap.

Event description:
It was reported by the customer that a bd pyxis medstation es system caught fire and spewed black smoke. The customer added that the shift lead was first on the scene and initiated a code red stage 1 that quickly escalated to a stage 2. The fire department was reported as arriving quickly on site and ultimately resolved the situation. There were no adverse events or injuries reported based on this event.